Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had a loose wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move with non-intuitive motion (movement in the opposite direction). It was found loose wires. The tips open and close. There was a broken cable. The procedure was completed with an extra instrument. The instrument has been sent already.